Manufacturer narrative:
Product event summary - the distal portion of the lead was returned, and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the lv (left ventricle) was high. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had dislodged sometime during the life of the device causing high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.